Event description:
Customer using accu-chek aviva system. At 12:40pm, customer tested with result of 103mg/dl with low blood glucose symptoms and self treated. At 1:32pm, customer states he felt very weak, light headed and close to nonresponsive. Customer states he tested with results of 112mg/dl. Emergency medical technicians were called and 15 minutes later tested customer on their meter with a result of 20's mg/dl. Customer was treated with IV glucose, but refused transport to the hospital. Location of testing not provided. No quality control information was provided. A request was made for return of the suspect product and a replacement was sent.